Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize therapy electrode) has been confirmed. As received, the monitor failed incoming functionality testing. Upon investigation the j4 connector on the defibrillator board was unseated on the board, resulting in a poor connection. The cause for the failure was the unseated j4 connector. The root cause for the unseated connector was unable to be positively determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor did not recognize a therapy electrode.